Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a cre balloon dilatation catheter and alliance inflation system were used during an esophagogastroduodenoscopy (egd) procedure performed on a (B)(6) old female patient on (B)(6), 2010 (patient weight is unknown). According to the complainant, during the procedure, the balloon was successfully positioned within the esophagus; however, during inflation a slow leak from the balloon was seen under fluoroscopy. The device was removed from the patient and no visible damage was noted to the balloon. The procedure was completed with another cre balloon dilatation catheter and the same alliance inflation system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. No additional damage was reported by the complainant, but on (B)(6), 2010 the evaluation revealed the catheter was cracked.

Manufacturer narrative:
Patient weight is unknown. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. Visual analysis of the returned complaint device revealed the catheter was cut below the balloon. The catheter was also found to be kinked; a crack in the catheter was noted at this kink. Performance testing could not be performed as the catheter had been cut, however the balloon portion of the device was inspected for leaks by injecting water into the catheter using a small syringe; no leaks were noted. Based on the condition of the returned incident device, the complaint that the balloon portion leaked was not confirmed; however, a leak was confirmed in the catheter of the device. It is most likely the catheter was cut in order to remove the balloon from the endoscope (as directed by the directions for use). The crack in the catheter may have been a result of the catheter kinking during the procedure. Therefore, the most probable root cause for this complaint is operational context; this failure occurs due to anatomical or procedural factors encountered during the procedure that limit the performance of the device.